Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
MFR 1818910-2011-02752 is a report for an invalid claim, and is therefore being rejected. Please disregard the previous report.

Manufacturer narrative:
MFR 1818910-2011-02752 is a report for an invalid claim, and is therefore being rejected. Please disregard the previous report.

Event description:
The pt has been recommended for an asr revision. Specific details regarding the report are unk.